Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The pd engine board was sent to zoll united states for evaluation. Evaluation of the pd engine observed the issue and found the charging capacitor at fault. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.